Manufacturer narrative:
Unknown/ not provided. If explanted, give date: not applicable, as lens remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor noted the "striations" (scratches) all over on posterior side of the lens only after the intraocular lens (iol) has already been implanted in the patient. No visual issues. Patient so far is ok. The customer will notify us if there will be information of visual issues later. Emeraldc cartridge used. No other information was provided.